Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported low lead impedance could not be confirmed. The lead was returned cut in two parts. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to low impedance.